Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus liberte stent delivery system (sds) device. The sds device with the stent was visually, tactilely and microscopically examined along the entire length. The balloon was tightly folded and the stent was located between the markerbands. There was dried blood visible in the guide wire lumen. Three struts in the third proximal row of struts were flared and there were stretched struts in the first two distal rows. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, stent damage occurred. The 75% stenosed lesion was located in the moderately tortuous mid right coronary artery (rca). Predilation was performed with an unspecified 2.5mm balloon. An unspecified straight guide catheter was used for backup, and the 2.5 x 12mm taxus liberte stent delivery system was advanced to the lesion, however it could not cross. Upon removal from the body, a stent strut was noted to be lifted. The procedure was completed with another of the same devices. No patient complications were reported, and patient status is listed as good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, stent damage occurred. The 75% stenosed lesion was located in the moderately tortuous mid right coronary artery (rca). Predilation was performed with an unspecified 2.5mm balloon. An unspecified straight guide catheter was used for backup, and the 2.5 x 12mm taxus liberte stent delivery system was advanced to the lesion, however it could not cross. Upon removal from the body, a stent strut was noted to be lifted. The procedure was completed with another of the same devices. No patient complications were reported, and patient status is listed as good.